Manufacturer narrative:
Evaluation summary: the cause is unknown, due to lack of reproducibility. The symptom is likely, to have switched to the auxiliary light, but since there is no report of a message on the monitor when the lamp is turned on. The cause has not been identified. The device has been repaired. And delivered to the customer. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
This device is not distributed in us. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When checking the operation before the inspection, the amount of lamp light is insufficient. At the customer's site, the amount of lamp light is checked immediately before the inspection. At that time, there was a situation where the lamp itself lights up but the amount of light is significantly insufficient. The phenomenon is improved by repeatedly turning the power of the system side (epk-1000) on and off by the customer staff. This event occurred at the time of before use. There was no report of patient harm.